Event description:
A malfunction alarm was reported by the customer regarding the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the necessary information to reset the pump and assisted the customer with the process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if any issues reappeared.